Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced heavy breathing and unresponsiveness with hypoglycemia after over medicating with 5 additional units of insulin based on inaccurately high cgm values. The cgm was reading 270 mg/dl and the bg was 40 mg/dl. The patient's spouse called 911 and the patient was treated with 50 g of IV glucose by emergency medical service (ems) and recovered after treatment. There was no documentation of further medical intervention. At the time of the report, the patient was ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.